Manufacturer narrative:
The failure for heat was confirmed by the technician through disassembly and visual inspection. Through visual inspection, the bearings were damaged/brinelled.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating and smoking. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating and smoking. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.